Manufacturer narrative:
Additional information was received that no further course of action will be taken.

Event description:
A report was received that the patient was experiencing pocket discomfort. The patient will undergo a revision procedure wherein the ipg will be relocated.

Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient was experiencing pocket discomfort. The patient will undergo a revision procedure wherein the ipg will be relocated.

Manufacturer narrative:
Additional information was received that there was no device malfunction suspected with the ipg.

Event description:
A report was received that the patient was experiencing pocket discomfort. The patient will undergo a revision procedure wherein the ipg will be relocated.